Event description:
The acetabular cup appeared too shallow to accept the femoral head component. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.

Manufacturer narrative:
The eval results indicated a mfg error. Corrective action is being implemented.